Event description:
An attempt was made to deploy a 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent in to a pt. The target lesion located in the lcx # 12 was described as moderately tortuous, moderately calcified and with 90% stenosis and was pre-dilated. However, it was reported that when the physician attempted to deliver the relevant device to the target lesion, the stent caught on another endeavor rx stent previously deployed at the bifurcation of lad and lcx. The physician decided to temporarily withdraw the device from the pt body; however, when checking the device in vitro, he noted that there was no stent mounted on the balloon. The dislodged stent was retrieved with a snare. Communication received from the field confirmed that there was 75% stenosis at lad # 6 and 7. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: previously deployed stent, stent dislodged. Conclusion: previously deployed stent. Secondary intervention: the dislodged stent was retrieved with a snare.